Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found that the scope connector had poor contact, causing the b30 error. In addition, it was found that the lamp was not installed correctly into the heat sink. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred during a diagnostic colonoscopy procedure. The problem caused a delay in procedure of approximately 5-6 minutes while troubleshooting was performed on the device to resolve the problem. The patient was under monitored anesthesia care and no adverse health effect to the patient occurred that was attributed to the delay. The intended procedure was completed. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty scope/output connector and the lamp not being properly seated/attached to the heat sink could not be identified. The phenomenon might have been prevented by following the instructions for use below: -phenomenon: faulty scope/output connector do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and / or malfunction can occur. -phenomenon: lamp not properly seated/attached to the heat sink apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures. Olympus will continue to monitor field performance for this device.